Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The external battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence, an investigation determined that the reported complaint was due to a defective external battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an external battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the external battery to be returned so that an engineering investigation can be performed. The battery has not been returned. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an external battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.